Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 50 mg/dl. Customer was treated with orange juice and with some food. The customer also reported that the insulin pump had grooves broken on the battery compartment. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer declined troubleshooting for low blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken battery cap noted. Device passed displacement test.